Manufacturer narrative:
Additional information has been provided. The system was examined and the reported footswitch issue was confirmed. However, the other reported issues were unable to be confirmed. The footswitch cable (which is part of the system) which was replaced to resolve the footswitch issue. The system was tested and found to meet product specifications. The company representative informed the customer that the tip and cassette are for single use and reuse of them may compromise the equipment and its performance during surgery. The root cause of the reported event of footswitch cable damage can be attributed to the nonconforming footswitch cable. The system was found to meet specifications. Therefore, the root cause of the remaining reported events cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that the equipment showed low efficiency during break up of the hard cataract. Problems occurred during ultrasound and vacuum. There was no error message displayed. The system locked. The cataract extraction portion of the combined cataract-vitrectomy procedure could not be performed. The footswitch cable is damaged. There was no patient harm. Additional information has been requested.